Event description:
An event was reported while the physician was attempting a transseptal procedure in order to address a lt sided ap, without using ultrasound, but while using fluoro. The septum was very floppy and after attempts using a brk needle and an sl1 and sl2 sheaths unsuccessfully, the physician then used the transseptal needle and preface sheath. The physician thought he got across the septum successfully, but became uncomfortable with the situation. Upon introducing ez steer nav catheter, he believed that the catheter did not appear to be tracking properly, and then noticed the patient's pressure slightly dropped and became warm and sweaty. This occurred prior to ablation and mapping were started. Before proceeding any further with the procedure, the physician had the nurse administer 7000u of heparin and called for a stat echocardiogram to verify perforation. This revealed a moderate perfusion of the lt atrium. A surgeon was called who recommended a repeat the echocardiogram a few hours later. Later that day, the repeat echocardiogram revealed effusion. The patient underwent a pericardial window procedure to relieve the effusion. The patient had fully recovered with excellent prognosis. The physician was unable to determine what caused the pericardial effusion.

Manufacturer narrative:
Product was discarded/not returned for investigation. The customer was contacted by biosense webster field service engineer. The hospital ep lab staff advised that there was no failure of bwi equipment that lead to patient injury, it was a user related issue. The customer declined system service. Concomitant products used during the procedure: carto xp system: model #: m-4700-01, (B)(4). Stockert rf generator: model #: m-5463-01, (B)(4). External reference patch (product not returned for investigation): manufacturing #: d-1210-03, lot #: 15143163. Preface sheath (product not returned for investigation): manufacturing #: 301803m, lot #: 15107007. Transeptal needle (product not returned for investigation): manufacturing #: d-1299-02-s, lot #: s26461a. (B)(4).